Event description:
It was reported while using bd insyte ¿ indwelling intravenous catheter the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken cannula of insite winged vialon-e. According to the customer's report, before use for a patient after unpacking, the hcp noticed that the cannula was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: our quality engineer inspected the 5 photos and 1 used sample submitted for evaluation. The reported issue of needle broken was not confirmed upon inspection of the sample photos and sample. A defect of needle through catheter was observed. Analysis of the sample showed that the needle of the device had no damages, but it was pierced through the mid-section of the catheter. Since the sample was returned used, a manufacturing related root cause could not be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte ¿ indwelling intravenous catheter the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken cannula of insite winged vialon-e. According to the customer's report, before use for a patient after unpacking, the hcp noticed that the cannula was broken.